Event description:
It was reported magnetic resonance imaging (MRI) was done on (B)(6) 2015 and the pump was still showing a motor stall about three hours later. The pump was interrogated again and the pump still showed a motor stall. The MRI put the pump "in stall mode.¿ the patient was having some other medical test done and the pump would be read after the test. The patient stated that the doctor ¿did not agree with me coming to mayo, letting it run out, for them to do heart, and catheter, asthma, copd, nerve damage, foot with the bone coming out the side of it neurology exams¿ and that "you can¿t have these exams with the intrathecal pump killing your pain.¿ the hcp was ¿under the impression that the patient was going to have the pump explanted.¿ the pump was delivering dilaudid. Specific patient symptoms, interventions/treatment, troubleshooting/diagnostics, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, additional information was received from a consumer which reported that the patient was receiving dilaudid (concentration not reported) at 12 mg/day, at one time, via an implantable pump; however, "recent" dosing was 4 mg/day with patient assisted (pa) doses (up to 6.2 mg/day). "Current" drugs in the pump also included clonidine and bupivacaine (concentration and dose not reported). Therapy dates of medications delivered by the pump were not reported. The indication for pump use was "spine/back (non-malignant)." As previously reported, additional information regarding patient symptoms, interventions/treatment, troubleshooting/diagnostics, and patient outcome were requested, but could not be obtained at the time of the report; that information was also not reported in the new information received. Should additional information be received, a supplemental report will be filed.

Event description:
Additional information received from the patient¿s follow-up doctor reported the patient had been dismissed due to being abusive to staff and non-compliance.